Event description:
Sepsis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient started on hemodialysis. Dianeal therapies were discontinued. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient had a new pd catheter placed. On (B)(6) 2012, the patient experienced a fever and a peritoneal effluent culture was performed. The patient was given one dose of intraperitoneal vancomycin 1 gram one time. The patient was not hospitalized for the peritonitis. On (B)(6) 2012, the patient experienced an omental wrap, and was hospitalized. During the hospitalization, the patient was unable to use her pd catheter and started on intravenous vancomycin (dose, frequency and lot number not reported) for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient had a fever and was hospitalized for the infection in the hemodialysis catheter site. During the hospitalization, the patient was diagnosed with sepsis. Treatment not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date, the nurse discussed aseptic technique with patient and patient demonstrated aseptic technique correctly, but no formal re-education was performed due to the patient's hospitalizations.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted on potentially associated lot number: h11k17157, h11k28030, and h12b06041 with no defects noted during the manufacture of these lots related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.